Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Voltage testing was performed and the test failed, the transmitter has no voltage. A review of the data log observed a low transmitter battery alert. The reported event of a low transmitter battery was confirmed. The root cause was could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data download log was provided by the patient and reviewed for evaluation on (B)(6) 2016. A review of the data log confirmed the reported event of low transmitter battery alert. The root cause could not be determined post investigation. Based on the findings of a transmitter failure this is now reporable.